Manufacturer narrative:
Reference record (B)(4). Additional information added to b5. The adverse event of stoma site infection in this case was previously reported in a prior case, MDR 3010757606-2020-00755. Therefore, the reportable event of stoma site infection was removed from this case. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 16 dec 2020: the adverse event of stoma site infection in this case was previously reported in a prior case, MDR 3010757606-2020-00755. Therefore, the reportable event of stoma site infection was removed from this case.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced stoma site bleeding and redness. On (B)(6) 2020, the patient was seen by a gastroenterologist who prescribed 500mg of oral flucloxacillin tds for one week for a stoma site infection. On (B)(6) 2020, a nurse reported that the stoma site appeared to be oozing and felt no better with little improvement. On (B)(6) 2020 during a reactive nurse visit, a review of the stoma site revealed slight ooze. The patient had been cleaning the stoma site twice per day and to continue with the general practitioner.